Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash underneath the therapy electrodes. The rash was bleeding. During a follow-up the patient reported that the rash had not improved. The patient decided to end use of the lifevest. Further attempts to follow up on the patient's status were unsuccessful.